Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in the patient for the emergency treatment of a traumatic transection occurred due to a car accident on an unknown date approx. 7 years post implant the patient presented emergently experiencing severe chest pain for 6 hours, where a CT scan identified a thoracic focal dissection at the left carotid. It was reported that event is resolved, patient is back to normal and only suffered pain for 6 hours. Per the physician the cause of the event could not be provided. No additional clinical sequalae were reported and the patient will be monitored.